Event description:
It was reported to medtronic minimed that the customer experienced a in the main unit. The battery was on, but the screen is on or off. He cap does not close properly and the screen does not fit. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported pump was dropped/bumped and/ or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. Product return for mmt-1886 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. No flashing white display or other display anomaly noted. The pump passed the self test, sleep current measurement, active current measurement. The pump was received without a battery cap. Installed a battery cap and continued testing. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, torn serial number label, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Flashing white display anomaly is not confirmed. Crack on the main unit (crack had entered the battery insertion site) is confirmed. Battery cap will not close complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.